Manufacturer narrative:
The technician adjusted the brake setting on all four casters to repair the bed.

Event description:
Information received indicates the bed continues to move when the brakes are set.